Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high threshold and dislodgement was noted on the patient's right ventricular (rv) lead. The lead was explanted and replaced. The patient was stable before, during and after the procedure.